Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1400373 investigation did not show issues related to the complaint. The device sample has not been returned to the MFR at the time of this report. The MFR will continue to monitor and trend related events.

Event description:
Alleged event: the staplers did not close the staples properly as a consequence the staples remained open. The pt's condition was reported as fine.